Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used during a biliary drainage procedure performed in the bile duct (exact date not reported). According to the complainant, it was observed that flaps would not 'stand' properly during deployment. The stent was implanted in the patient to complete the procedure. During the planned stent removal procedure (exact date not reported), the physician noted that the stent had migrated. The migrated stent was removed by the physician and was collected for further analysis. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "stable".

Manufacturer narrative:
A visual evaluation of the returned device was performed. During the dimensional inspection, the duodenal barb was found out of specification. The stent was slightly bent, also the distal section where the barb was located appeared to be slightly bent. The failure mode of stent migration could not be functionally verified. The device returned had residues which was evidence of use/handling. Since the device was used, it is most likely that anatomical or procedural factors encountered during the procedure could have affected the device performance and its integrity. The root cause for stent slightly bent is operational context. The directions for use (dfu, mb, flexima, plus, ref (B)(4) - bsc part number: 91046288-01 ver. B) mentions ¿stent migration¿ as an anticipated procedural complication and it is noted within the dfu in the adverse events section. Therefore the most probable root cause of ¿anticipated procedural complications¿ is selected for "stent migration" issue. Regarding the issue of "flaps would not stand up properly during stent deployment", it was classified as undetermined, since the device was manipulated, therefore at this moment it is unknown if the device was received by the customer in that condition or if procedural/anatomical factors encountered during the procedure contributed to this issue. Based on all gathered information, the most probable root cause is: anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used during a biliary drainage procedure performed in the bile duct (exact date not reported). According to the complainant, it was observed that flaps would not 'stand' properly during deployment. The stent was implanted in the patient to complete the procedure. During the planned stent removal procedure (exact date not reported), the physician noted that the stent had migrated. The migrated stent was removed by the physician and was collected for further analysis. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "stable."